Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was receiving morphine and an unknown drug at unknown concentrations and doses via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was alarming or beeping for a critical alarm. In (B)(6) 2016, the patient experienced problems with the pump and was seen by the healthcare provider (hcp) on (B)(6) 2016. The hcp told the patient that the pump stopped working and prescribed the oral medications of vicodin and percocet. The hcp wasn't planning on doing anything with the pump and in october was going to have the patient undergo a trial for a different device. The patient reported the symptom of feeling sick. The patient could not remember the second medication in the pump, but it started with the letter "b". The representative called in to get the off code. The pump was empty and the empty reservoir alarm occurred on (B)(6) 2016. The hcp did not plan to fill it due to multiple motor stalls that have occurred in the past. The patient did not think that they were exposed to strong magnets. The pump may be removed at some point, but it was not certain if or when that would be. Additional information was received on (B)(6) 2016, the logs on (B)(6) 2015 indicated there was a motor stall recovery 16 minutes after the stall. The next motor stall was on (B)(6) 2016 and recovered the same day. A motor stall occurred on (B)(6) 2016 and recovered (B)(6) 2016 and another stall and recovery occurred on (B)(6) 2016. The motor stalls were not related to MRI or electromagnetic interference (emi).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.